Event description:
It was reported that the pump battery was depleting quickly and that the customer experienced difficulty charging the pump with the usb cable. Additionally, the wake button was intermittently delayed in responding to touch. It was also reported that cartridges have "seated loosely" onto the pump and multiple cartridges were leaking. There was no reported impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.